Event description:
Observation found during evaluation: the sensors usb cable is pulling out of the housing, showing wires. Screws are coming out of the sensors housing.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: observation found during evaluation: the sensors usb cable is pulling out of the housing, showing wires. Screws are coming out of the sensors housing. The root cause of the reported failure was identified to use of the device. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.